Event description:
It was reported that the patient's vns (vagal nerve stimulator) magnet is not working. It was also stated that the patient is now bed ridden with seizures. As the patient tries to swipe the magnet but "nothing happens." Due to these events, the patient stated she did not think her device was working at all. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Information received that the patient is having an increase in seizures due to the vns device battery being depleted. No other relevant information was been received to date. No known surgical intervention has occurred to date.

Event description:
Information was received that the patient underwent generator replacement surgery. The operation notes from the surgery indicated that the device had been discarded after being replaced. Information was received from the neurologist who stated that a vns malfunction was unclear, but the believed cause of the patient's increase in seizures may be due to the generator's battery as well as a failed combination of the patient's anti-epileptic medications. The physician did not have the patient's most recent vns settings but indicated that the device was interrogated at the hospital while the patient was admitted. The physician indicated that the patient needs a vns generator replacement. No other relevant information has been received to date.

Event description:
Programming information was received from the patient's generator which indicated that the device was nearing end of service (neos). It was also found that the device was not capable of providing the programmed output current due to the device previously reaching an end of service (eos) condition. A review of the internal programming history was conducted, and it was found that the device had reached end of service (eos) and the output had been disabled due to battery voltage of the generator reaching the minimum threshold required for normal operation. It is known that when the device reaches eos, the device output current is disabled, and the device is not providing the programmed current. Therefore the output current will be indicated as 'low'. This is an expected event, and is not representative of a device malfunction. No other relevant information has been received to date.